Event description:
It was reported per field service report: pump on pt. Symptom - pump had several consecutive purge failure alarms when pt was coming off of bypass. Findings/actions taken: biomed ran pump for 2.5 hours and could not duplicate problem. Perfusionist could not remember if a trigger was present and did not realize that lack of trigger would cause purge failure alarms. Pump returned to service.

Manufacturer narrative:
(B) (4). Device will not be returned for eval.